Event description:
Pt had a gastrostomy tube placed. After the procedure md checked the tube position endoscopically and the bar was properly positioned in the stomach. Three days later the nurse who was taking care of the pt had difficulty with tube feeding which could not easily be passed into the stomach. Subsequently, after gastrografin contrast was injected into the tube under fluoroscopy, the gastrografin was seen to enter the peritoneal cavity. The pt was comatose and could not possibly have pulled at the tube, so that the tube must have come back into the subcutaneous tissue spontaneously. This occurred shortly after the tube was placed so that the stomach and abdominal wall were not connected by a fistulous tract causing the contrast to enter the stomach. This is the second such occurrence using this device at the same institution. The gastrostomy tube has a flexible bar in the intragastric portion. The tube, therefore, is not adequately anchored in the stomach. The result is that feedings can be given, inadvertently, into the peritoneal cavity with potentially catastrophic results. Fortunately the pt described in this report recovered at least from the gastrostomy incident without any sequelae. However, the results could easily have been much more traumatic. The device is unsafe in rptr's opinion and should be withdrawn from the market, especially since safer devices mfg by the same co using a mushroom anchor are available. At the very least, the device should be held and not distributed until a full investigation can be done. The facility has been informed; they are continuing to distribute this device.